Event description:
The customer reported a motor error alarms during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to perform the occlusion, excessive no delivery or self tests. Also, unable to test the operating currents due to the prime anomaly. The insulin pump passed the displacement test. The insulin pump had a cracked case at the display window corner. The insulin pump also had a missing end cap sticker. The motor passed the motor test.